Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The customer has been issued with a replacement battery which resolved the issue. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.